Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, when repositioning the pump, it had prolapsed on itself. The staff was unable to straighten it back out, so the pump was pulled into the descending aorta and turned off. The pump was then advanced and torqued up towards aortic arch to free the pigtail, which was wrapped around the cannula and then from contralateral arterial groin access a tulip snare was used to straighten out the impella. The pump was explanted and the groin was closed with per close x 2.

Manufacturer narrative:
D4 serial number, catalog number, lot number, expiration date, and unique identifier (UDI) # unknown. H4 device manufacture date unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.